Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was not delivering insulin accurately. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: during investigation, the last date/time in the black box was (B)(6) 2016. A cs 064 alarm occurred on (B)(6) 2016 followed by a cs 078 alarm. The basal deliveries stopped on (B)(6) 2016 and did not continue. The cs 078 was duplicated during investigation. The total daily dose totals did not match the programmed basal deliveries for the date of the complaint due to discontinuation of basal deliveries. The current total daily dose history matched the basal and bolus history; basal history adds up correctly to the basal segment programmed by the user. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.